Event description:
New information received indicates that the lead was explanted and replaced without incident.

Event description:
Boston scientific received information that this right ventricular (rv) lead detected decreased r-wave amplitude, decreased pacing impedances and increased thresholds resulting in loss of capture (loc). Shock impedances were stable and a chest x-ray was unremarkable. No adverse patient effects were reported. A lead revision procedure has been planned but not yet scheduled. As of today the lead remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead and is not thought to have impacted the performance of this lead while implanted. Visual inspection also noted an abrasion of the gore covering in the area 578 - 584 mm from the terminal pin. Once again, this did not impact the functionality of this lead. The lead was confirmed to be electrically continuous via x-ray. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.